Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, high powered visual inspection of the lead barrel and header of the device noted no irregularities. Arc marks were noted on the bottom edge of the case and on the rear lower half of the case. Analysis of the device memory revealed the device had a long charge error along with a charge time exceeded error that first occurred on (B)(6) 2019. Lead impedance history indicated a shorted lead condition first occurred on (B)(6) 2019. Shorting of the lead during charge is known to cause internal damage. Analysis concluded that the error message noted in the field was a direct result of this damage. The damage to the device was induced as a result of shocking into a shorted lead which was damaged by twiddlers syndrome.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to a lead dislodgement. The physician switched the device off on (B)(6) 2019 and then explanted it on (B)(6) 2019.

Manufacturer narrative:
This device has been returned, and as a result, a technical analysis is being conducted. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate shocks to the patient due to a lead dislodgement. The physician switched the device off on (B)(6) 2019 and then explanted it on (B)(6) 2019.